Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): 320-01-42, (B)(4) - equinoxe reverse 42mm glenosphere; 320-15-05, (B)(4) - eq rev locking screw; 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0; 320-20-00, (B)(4) - eq reverse torque defining screw kit.

Event description:
As reported, approximately 6 weeks postop the initial implant, this (B)(6) y/o male patient experienced an infection in his left shoulder. The surgeon decided to re operate and perform a washout and to exchange the components. Patient was last known to be in stable condition following the event. Devices will not return due to hospital policy.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent treatment cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and nosocomial infection in origin.